Event description:
New information notes that the right ventricle lead was explanted and replaced on (B)(6) 2021. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in four pieces. Final analysis found an internal insulation abrasion breaching the ring electrode cable lumen beneath the right ventricular shock coil with abraded/melted and separated cable at 3.0 ¿ 3.5 cm from distal tip. The cause of the reported event was due to exposure of ring electrode cable at the abrasion zone beneath the right ventricular shock coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing noise episode. Patient presented in-clinic for further review. Attempts to reproduce noise failed. No intervention was performed. No patient consequences.